Event description:
On (B) (6) 2010, company representative reported patient's father reported they were having issues with the infusion sets. On follow up call on (B) (6) 2010, patient reported having air bubbles in his infusion tubing during use. Patient stated, several small air bubbles have appeared in the infusion tubing near the infusion adapter during use of the entire lot of infusion sets. Patient reported, he has been using this lot for approximately 1 month. Patient stated, infusion sets are changed out every 3-4 days and the air bubbles appear after the 3rd day. Emphasized the importance of changing out the infusion set every 2-3 days as recommended. Patient reported receiving higher than expected readings at the time of the air bubbles. Patient stated, the readings are around 400 mg/dl. Patient's normal blood glucose range is 125-150 mg/dl. Patient reported, there are no air bubbles present in the infusion tubing with the current infusion set. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced adn requested return of the suspect product for evaluation.